Manufacturer narrative:
Analysis of the neurostimulator (B)(4) found no significant anomaly. The battery was at normal end of life.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for essential tremor and movement disorders. It was reported they had an adjustment session with their neurologist the day prior to report for their newly implanted inss. They never received an "extension" (antenna) and requested one as their tremor was so severe that it sometimes made it difficult to use the controller. Further follow-up was being conducted to determine if their tremors had been resolved. Additional information received from the patient reported their tremors were controlled but they were not resolved. Additional information was received from a consumer and a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator for essential tremor and movement disorders. It was reported the patient's unit on their right side had caused them problems almost from day one, as at the first programming session it was noted that impedances were not present on the second electrode on the right side. The neurologist fought to program adequate tremor control of the patient's left hand for the last two years, and on (B)(6) 2016 the programmer displayed an elective replacement indicator (eri) message. The patient underwent surgery on (B)(6) 2016 to replace the unit due to early battery depletion, resolving the open circuit problem. It was later reported the patient was doing much better.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.